Event description:
A surgeon reported a patient who was unable to adjust to the intraocular lens (iol) following implant surgery. The lens was exchanged. The surgeon is not blaming the lens. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent in the gusset and distal region. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/10/2008 by fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on 12/22/2008,